Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the power supply function did not work properly due to the faulty power switch regulator. The event regarding lamp time is 500 or more hours can be prevented by following the instructions for use which state: regarding the assembly of non-olympus products. Average lamp life. Approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an issue with the front panel switch not functioning in which the on/off button does not stay in placed or turned on. The event occurred during preparation for use. The intended diagnostic standard gastrointestinal (gi) procedure was completed without delay, using a similar product. No other devices were involved. No additional treatment was required. The overall patient¿s outcome was the usual, there were no dangers, no occurrences or extended hospital stay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty power switch regulator. When the power button was pressed, the regulator did not remain activated causing the unit to power off. In addition: the front panel was discolored, and the caution label was faded, and the illumination lamp was at 500 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.